Manufacturer narrative:
The technician found both gas spring cylinders were defective. He replaced the gas spring cylinders to repair the stretcher.

Event description:
Information received indicates during a preventive maintenance check, the technician found the stretcher would not go into trendelenburg.